Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and yellow particles on the shell. A microscopic analysis was performed which identified: a sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reporting the removal of the device following an adverse event. This record relates to the left side. Subsequently healthcare professional provided further information stating 'rupture of left device discovered on sonological check-up and MRI'.